Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (power issue) issue. It was reported that a cgm failure call service 215 alarm occurred in the pump. Upon removing and re-inserting the battery, the display was blank and the pump made continuous peeping sounds. The user was asked to try another battery and the pump¿s screen powered on normally but the user had to re-enter the time and date on the verify screen. The pump now worked fine. The user was asked to reboot the pump again in order to double-check if the issues re-occur and the pump powered up normally without any of the before-mentioned issues. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.